Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable glucose result for a patient from an accu-chek inform ii meter with serial (B)(4). The patient's glucose result was 90 mg/dl at home. The meter and time were not provided. At 10:09 am, the glucose result was 341 mg/dl from the meter at the surgery center and the customer questioned the result. At 10:11 am, the glucose result was 89 mg/dl from the meter. A fingerstick was used for testing on the meter. There was no treatment or delay in treatment. The patient has returned home. There was no allegation of an adverse event. Both qc levels passed. The suspect product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.